Manufacturer narrative:
Evaluation summary: the sapien xt valve was implanted inside a mitral surgical valve (edwards perimount). The leaflets of the perimount valve were compressed between the perimount valve and the sapien xt valve and not exposed. Thus, the perimount tissue quality could not be evaluated. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Initial surgery in (b)(64) 2011 - mitral valve replacement (perimount) and bypass surgery. (B)(6) 2011: stenosis of this mitral valve. (B)(6) 2012: implantation of sapien xt, 29mm with good result. Patient is doing well.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in progress. The device has not been returned for evaluation. The 2nd bioprosthetic device, implanted during a valve-in-valve procedure has also been explanted and a 3rd device, mechanical prosthetic valve, has been implanted. It is unknown if the original device will be returned. The reason for the stenosis has not been disclosed. Patient status is reported as doing well. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. For this device, there is no additional information to indicate the root cause for stenosis of this device.